Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence and pelvic organ prolapse. The patient experienced pelvic pain, dyspareunia, chronic cystitis, recurrent urinary tract infections and decreased force of stream. It was reported that patient underwent mesh revision on (B)(6) 2010 due to erosion. The patient underwent mesh revision/removal on (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient had the concurrent procedures of an anterior colporrhaphy with insertion of mesh, in the anterior compartment, vaginal vault suspension extraperitoneally, diagnostic hysteroscopy performed during mesh implantation.